Event description:
It was reported as a general comment that the physician has had instances where the perclose device experiences an unspecified failure and requires a second device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) review could not be conducted because the part and lot number were not provided. A corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. A query of the complaint handling database could not be conducted because the part and lot number were not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the reported information there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.